Manufacturer narrative:
A review of the architect system operations manual and ict sample diluent package insert revealed adequate labeling with regard to removing and installing the ict module and troubleshooting the this issue. The operations manual provides probable causes and corrective actions for the issue under the observed problem erratic results, poor precision-ict results. The corrective actions listed include, but are not limited to: change the ict module, bleach the ict module and perform all required maintenance. The system logs captured using abbott link on (B)(4) 2011 provided no additional information that could verify the exact cause of the discrepant results. A review of the service history showed no probable hardware failures that may have been related to this issue. A search showed no similar complaints had been received involving ict module lot number 110826. A review of the clinical chemistry product improvement team (pit) metrics encompassing 12 months of trending data revealed that an ict module part evaluation was completed. An ict module complaint review documented in the pit metrics did not identify any specific trends. Complaints were resolved by performing routine troubleshooting per approved procedures. No new issues were identified. Based on the available information, a specific cause for the ict module failing a month after being installed could not be determined. A deficiency for the ict module failing systemically was not identified during the analysis.

Event description:
The customer reported discrepant patient results generated on the architect analyzer. The same samples were repeated on another analyzer with expected results. One patient sample generated a sodium result of 115 mmol/l and was repeated at 147 mmol/l. The same patient sample generated a chloride result of 125 meq/l and was repeated at 108 meq/l. No impact to patient management was reported. The customer replaced the ict module in order to resolve the issue.

Manufacturer narrative:
(B)(4) - (test result), (no consequences or impact to patient). (B)(4) - (incorrect or inadequate test result). Product evaluation is in process. Extended claims for the clinical chemistry ict module, now available beginning with lot number 100527. The current status section explains that abbott has extended the onboard stability claim for the ict module to (B)(6) months post-installation or 60,000 tests (20,000 samples), whichever occurs first. A review of the c8000 clinical chemistry product improvement team (pit) metrics encompassing 12 months of trending data did not identify an adverse trend or a non-statistical adverse trend related to discrepant assay results and/or the issue in the current complaint. A review of the architect system operations manual and ict sample diluent package insert revealed adequate labeling with regard to removing and installing the ict module and troubleshooting such an issue. Based on the available information, a specific cause for the ict module failing a month after being installed could not be determined. A deficiency for the ict module failing systemically was not identified during the analysis.